Event description:
The physician successfully deployed a complete self expanding (se) stent to the right external iliac. There were no difficulties reported during delivery. During withdrawal the inner shaft became stuck on the sheath. The physician successfully removed the device in one piece. The device was removed through a steep bifurcation. There was no patient injury reported. Evaluation summary: the delivery system was returned loaded in the procedural guide catheter. The guide catheter tip was folded in on itself. It was not possible to remove the delivery system due to damage to the distal tip and damage to the guide catheter tip. The proximal end of the distal tip was damaged with the tip material severely flared and bunched indicating that it may have snagged during removal. The distal marker band had moved proximally on the shaft and was positioned immediately distal to the proximal marker band. The delivery system was kinked immediately distal to the strain relief. The inner shaft was kinked proximal to the tip.

Manufacturer narrative:
(B)(4). Results: root cause undetermined. Cine images not received.